Event description:
The customer reported that there was no picture on the screen. This occurred during a procedure. They completed the case on the same unit and was able to get one screen working, but it did interrupt the case. No pt injury was reported.

Manufacturer narrative:
The system was operating as intended before the case started. The ge service rep returned later and the harddrive would not boot up. He rebooted and the system is operating. He is suspecting a defective harddrive sector. He replaced the harddrive and reloaded software and calibration files. The system is operating as intended.